Manufacturer narrative:
Visual inspection revealed that the lead was returned severed in 2 segments. The tip was missing. There was dried blood/body fluid observed in the entire lead lumen. The lead was fractured about 70 millimeters from the terminal pin. Only one wire, the anode wire, of the coil was fractured just distal to the bend in the lead. The outer insulation was kinked and the inner insulation was breached on the inner surface of the bend just proximal to the fractured wire. The fractured anode wire showed evidence of fatigue on both sides with a final tear ridge indicating a bi-direction cyclic bending motion of the anode wire. The clinical observation was confirmed with laboratory analysis.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited high out of range pacing impedances of greater than 2000 ohms. The measurements were able to be reproduced when the patient's arms were over their head. It was also stated that the threshold and sensing were stable. Technical services (ts) provided troubleshooting options. No adverse patient effects have been reported. Subsequent information indicated that the high impedances were only reproducible when he patient extended their arm. The physician instructed the patient to restrict motion in their left arm if possible. The patient was to be monitored daily on latitude. Subsequent information indicates that this patient underwent a revision procedure and the lv lead was reported to be fractured at the suture sleeve, in which it was stated that the physician had repaired the lead. It was reported that the left ventricle was not pacing prior to the case. The patient electively received a new cardiac resynchronization therapy defibrillator (crt-d) during the revision. Subsequent information indicates that this lv lead was explanted and returned for laboratory analysis.